Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during the procedure the inner guide catheter stretched, preventing the stent from being deployed. The procedure was successfully completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the inner guide catheter stretched, preventing the stent from being deployed. The procedure was successfully completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation revealed the guide catheter had been jaggedly torn into 5 pieces. All of the pieces of the guide catheter had been removed from the push catheter. The proximal two pieces of the guide catheter were still stretched and accordion onto the guidewire that was used with the device during the procedure. The distal three pieces of the guide catheter were found to be kinked and stretched. The distal remnant of the guide catheter was found to have a flat impression on it 0.7 centimeters from the distal tip, possibly due to interaction with the scope's elevator. The push catheter was found to be buckled at the distal end of the white hub. The working length of the push catheter was bent. The suture hole in the distal end of the push catheter was found to be torn slightly in the distal direction. It appears that due to the way the device was inserted into the scope or how the device was placed into the patient caused the delivery system to become damaged. The damage to the delivery system did not allow the guide catheter to be drawn proximally through the push catheter with ease, which resulted in the guide catheter stretching. The resistance and the guide catheter stretching also most likely did not allow the stent to deploy easily. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).